Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this this device system remains in service.